Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available.the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the high flow insufflation unit does not maintain pressure. It is unknown when the event occurred. There was no patient injury reported.